Event description:
Medsun report received concerning attachment and leakage problems with use of clave connectors and huber needle devices/smith medical cadd cassette and extension sets. The report states "disconnections and leaking from the clave cap during chemotherapy delivery." There were no reported adverse pt./operator consequences. Device return: one used set-up consisting of a 11956 clave connector mated/attached to spinning spiros connected to smiths medical cadd medication cassette resvr kit. Additional shipments rec'd of eighteen (18) 11956 packaged/unused same lot and assorted lot samples along with multiple pkgd. Mating/set up devices including four (4) smiths medical cadd medication cassette reservoir sets; cadd ext. And admin sets; four (4) bard huber power loc needle sets.

Manufacturer narrative:
Manufacturer's. Investigation: visual inspection s and analysis recorded no obvious abnormalities. Dimensional analysis was performed on each of the returned nineteen (19) 11956 clave connectors. The results recorded no dimensional out of spec conditions. Dimensional analysis of the returned device mating products luer components also recorded measurements that were within dimensional specifications for compatibility. Performance testing was conducted on each of the returned. 11956 clave connectors. The results recorded no performance issues or out of spec conditions. Each of the returned clave connectors exhibited no mating or attachment anomalies when connected to in-house laboratory devices/equipment, there were no leakages or flow issues replicated in both activated/inactivated states. Engineering testing was also performed with the returned 11956 claves and returned mating products. The results recorded the clave connectors mated/attached successfully to each of the returned mating device luers and upon pressure leak testing remained connected with no recorded leakages, flow issues or detachments. However it was noted that the safestep huber needle and bard powerloc long double helix luer thread configurations do require a different mating/attachment technique. To assure a complete and secure connection when using a long double helix thread, allow the turning motion of connecting the threads to pull the luers into full engagement rather than pushing the luers into engagement. Pushing the luers together, even with some twisting motion of the threads will not assure a secure connection. Conclusion: testing and analysis of the returned 11956 clave connectors; mating devices recorded no performance issues and/or nonconformance. This report and investigation findings have been communicated to the product representatives and facility for their review and understanding.